Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the type of reportable event. Malfunction was inadvertently selected in the initial report. Serious injury is the correct type of reportable event.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the evaluation codes.

Manufacturer narrative:
D4 - UDI no. - unknown as the involved product code is unknown. The involved device has not been returned to the user facility for evaluation and the production lot number and product code is not known. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 is referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported air leaked from the involved tr band device. The following information was provided by the user facility: the balloon on tr band had a leak; the patient developed a small hematoma; the tr band was replaced for a new tr band; blood loss was reported to be less than 250 cc; the procedure was successful; and the patient was reported to be ok.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to correct type of reportable event: no information was selected in follow up no. 2.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the retention sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no defects. The tr band was leak-tested by being injecting 18ml of air with a tr band inflator and submerged in water. No leak was observed. The one-way valve was disassembled for magnifying inspection and revealed no defects. The investigation results verified that the actual sample was the normal product. The exact cause of the reported event cannot be definitively determined and there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.